Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 40-50s mg/dl) during the night. Low bg occurred while on the pump and when customer was using only insulin injections. Contact did not know cause of low bg. Contact assisted the customer as the customer had a "tendency to sleep through the low bg alarms. Customer consumed food to elevated bg. Customer's healthcare provider was aware of low bg events and reportedly, discussed the events with the contact.